Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customers blood glucose level was 300 mg/dl. The customer changed out infusion set and resumed insulin therapy prior to calling.